Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Recaptured codes on h6 (health effect - clinical code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B2: added death and death date. B5: added clinical review. H1: corrected to death. H6: added e0602, e0506, e0133, f02. Omitted code f12.

Event description:
An impella cp was placed to support a patient of undocumented age and gender who had a cardiac history. The patient had sought medical attention days prior for angina. The patient had been discharged from the medical center, but had continued to experience intermittent chest pain for 5 days, leading to a readmission to the medical center and placement of an impella. The pump was to support the patient for a multivessel coronary angioplasty. The pump was placed and 4 days later the team performed the angioplasty and when completed, the pump was explanted. Within 18 minutes of the explant the patient had become drowsy with loss of spontaneous respiration. CPR was performed and extra corporeal membrane oxygenation (ECMO) was inserted rather than re-inserting an impella cp. The patient has survived and was on the ECMO and crrt dialysis, while awaiting heart transplant. After weeks of support on the ECMO, while awaiting transplant, the patient condition deteriorated. The patient suffered a stroke, gastrointestinal bleeding with ischemic colitis. Surgery was performed on the small bowel and colon. The condition of the patient continued to worsen and the patient went asystolic and care was withdrawn and the patient expired. The death was 2 weeks post impella explant. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and deterioration over the weeks of hospitalization.

Event description:
Clinical narrative: an impella cp was placed to support a patient of undocumented age and gender who had a cardiac history. The patient had sought medical attention days prior for angina. The patient had been discharged from the medical center but had continued to experience intermittent chest pain for 5 days, leading to a readmission to the medical center and placement of an impella. The pump was to support the patient for a multivessel coronary angioplasty. The pump was placed and 4 days later the team performed the angioplasty and when completed, the pump was explanted. Within 18 minutes of the explant the patient had become drowsy with loss of spontaneous respiration. CPR was performed and extra corporeal membrane oxygenation (ECMO) was inserted rather than re-inserting an impella cp. The patient has survived and is on the ECMO while awaiting heart transplant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.